Manufacturer narrative:
This event was also reported against the pump in MFR. Report #2916596-2019-03487. Manufacturer's investigation conclusion: the reported event, of the system monitor being susceptible to locking up during an echocardiogram procedure, was inconclusive. The submitted log file had an intentional motor stop which resulted in intermittent low pump speed operation for approximately one minute. The speed returned to the set speed (9200 rpm) when it was set using the system monitor. The customer reported that the system monitor resumed operation after the echocardiogram procedure was completed. The unit was taken out of service but not returned for evaluation. The customer did not reply to requests for additional information regarding the event. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested but not provided. Device serial number and lot number were not provided, and expiration date and manufacture date cannot be determined. The primary UDI number is reflective of all available information. Date of implant was inadvertently included in the initial report and is not applicable for this device. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was requested, but not provided. Approximate age of device ¿ 1 years 11 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was an echo with possible speed changes on (B)(6) 2019. Upon looking at the echo, it was decided to increase his speed. During the increase, the system monitor screen locked and it alarmed that the vad stopped. It was completely frozen. The patient was feeling fine and felt absolutely no symptoms. After a few seconds, the screen returned to normal and all of his numbers were normal. The monitor was taken out of service. Log file analysis showed captured low flow events on (B)(6) 2019, and (B)(6) 2019. Nothing appeared to be any type of mcs equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The log file captured a speed drop less than the lower speed limit (lsl) on (B)(6) 2019 at 11:40 due the pump stop button on the system monitor being pressed briefly. After this the pump returned to operating at the set speed.